Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fear of cancer reoccurrence, emotional distress, pain, and suffering, open skin sores, rashes, tingling skin, and severe inflammation of lymph nodes".

Event description:
Patient representative reported right side "fear of cancer reoccurrence, emotional distress, pain, and suffering, open skin sores, rashes, tingling skin, and severe inflammation of lymph nodes." Patient representative also reported "hair loss," which is not device related. Device has been explanted